Manufacturer narrative:
Conclusions: no evaluation will be monitored. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infections or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Nurse alleges that the pt developed "nickel-sized redness with purulent drainage at the PICC entrance site" under the tegaderm chg dressing's gel pad. The pt stated that the area was painful. The dressing was in place for more than 24 hours before the symptoms developed. The symptoms did not occur with the first use of the tegaderm chg dressing. An unk number of tegaderm chg dressings were used. Due to the symptoms, the use of the tegaderm chg dressing was discontinued. As a result of this incident, the catheter was removed. The outcome of the skin reaction was reported as an infection. The current condition was reported as improving. No further medical treatment was needed.